Manufacturer narrative:
(B)(4). Manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens was verified and showed to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after an intraocular lens (iol) was implanted, the patient experienced an unexpected post-operative refraction. At one week post-op visit the lens had rotated 9 degrees off axis from where it had been placed. The surgeon repositioned the iol in a secondary procedure and the patient's visual outcome was 20/30 and ''everything looked good''.

Manufacturer narrative:
It was initially reported that the lens had rotated 9 degrees one week post-op from where it was originally placed. This information is now corrected to 15 degrees post-op from where it was originally placed. All pertinent information available to the manufacturer has been submitted. Placeholder.